Event description:
The ge oec 9800 fluoroscopy system made reported "popping" sounds that seemed to emanate from the mainframe c-arm. Additionally, the system displayed overtime errors when in use.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the battery pack and also cleaned and re-greased the high voltage candlesticks. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.